Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection amikacin (250mg daily; ip) and injection clavam (0.6gm twice daily; intravenous) for peritonitis. The patient was recovering from this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.